Manufacturer narrative:
Additional information: on (B)(6) 2017 the lens was exchanged with a shorter lens. Problem is resolved. As of the date of the supplemental submission, the lens has not been returned to the mfg for evaluation. (B)(4).

Manufacturer narrative:
Additional information: on (B)(6) 2017, the patient's uncorrected visual acuity was 20/20. Device evaluation: lens was returned dry, in lens case/vial. There was clear surgical residue/debris on product. Visual inspection found the lens haptic broken/bent. Work order search: no similar complaints were reported for units within the same lot. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Lens not returned.

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5 13.2 implantable collamer lens, -10.50 diopter, in the patient's right eye on (B)(6) 2016. The patient experienced excessive vaulting, elevated iris, enlarged pupil, and glare/haloes.